Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure all the leads were connected to the device with no issues. The physician then wanted to correct the left ventricular lead position in the device pocket, so the lead was reconnected. The physician unscrewed the setscrew too much and could not connect it again. A new setscrew was attempted, but it could not be fixed into the header of the device. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.